Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that wake button on the pump was no longer working. The customer's blood glucose (bg) level was 150 mg/dl. The customer indicated that the pump display would come on when the pump was plugged into a power source and the pump features were accessible. The customer was to continue to use the pump to manage diabetes.